Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported keypad anomaly. The customer blood glucose was reported as 438 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed for keypad anomaly. Customer states the pump was neither dropped nor exposed to moisture. Buttons remains unresponsive in spite of inserting new aa battery. Instructed customer that pump will be replaced. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.